Event description:
It was reported that the patient presented in clinic for initial implant procedure. Post procedure, it was noted that the patient was experiencing 2-to-1 p waves to qrs complexes heart block. Upon interrogation, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited loss of capture. Chest x-ray was performed and revealed micro-dislodgement. It was then found that the rvlp was unable to be unpaired during procedure. The rvlp was explanted and replaced. The rvlp was then unpaired in the patient's room post operation. Patient condition was stable.